Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
On january 15, 2008 at 6.13 pm, the lay-user/patient contacted lifescan (lfs) alleging that the one touch ultrasmart meter is giving an "apply sample" message. After the reported issue began on january 15, 2008 at 11:30 pm, the patient reportedly developed symptoms described as "shaking and sweating." The patient increased her nph and humulin insulin to 5 units also after the reported issue began. At unspecified time and date, the patient tested on an unknown/other meter at "40 mg/dl." The patient did not require any medical intervention. It would have been helpful to obtain the following information: testing frequency, diabetes medication regimen, time and date of symptoms, diabetes medication intake, food intake, and lfs meter reading prior to the symptoms. During troubleshooting, the customer care advocate verified that the testing technique was correct, the test strip draws the blood sample into the test area, and retesting with a new vial of test strip resolved the issue. This complaint is being reported because the patient claimed she developed symptoms that can be suggestive of hypoglycemia after the reported issue began. Replacement products were sent to the patient.